Event description:
It was reported that during a clinic visit, the health care professional (hcp) called technical services (ts) for a consult review of this implantable cardioverter defibrillator (ICD) stored episodes. Upon review, the presenting electrogram (egm) showed that the patient was in an atrial driven arrhythmia. The device inappropriately delivers 5 bursts of anti-tachycardia pacing (atp) in attempt to convert the arrhythmia. It was noted that one of the bursts of atp appeared to have accelerated the ventricular tachycardia (vt) rhythm to ventricular fibrillation (vf). A shock was delivered by the device which converted the arrhythmia. Ts discussed programming optimization options with the hcp. No additional adverse patient effects were reported. This ICD remains in service.